Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure device with a spring that had migrated into her abdomen'), suicide attempt ('depression until suicide attempted') and depression ('depression until suicide attempted') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion hospitalization), depression (seriousness criterion hospitalization), amnesia ("memory loss"), dysmenorrhoea ("very painful periods"), menorrhagia ("very heavy periods"), metrorrhagia ("with bleeding between periods"), pain ("unexplained pain"), diplegia ("paralysis of the legs with excruciating pain"), pain in extremity ("paralysis of the legs with excruciating pain"), menstrual disorder ("completely disrupted periods 15 days and 3 weeks after the cycle") and tooth fracture ("teeth broke without any explanation"). The patient was treated with surgery (bilateral salpingectomy and amputation of the uterine horns by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, suicide attempt, depression, amnesia, dysmenorrhoea, menorrhagia, metrorrhagia, pain, diplegia, pain in extremity, menstrual disorder and tooth fracture outcome was unknown. The reporter provided no causality assessment for amnesia, depression, device dislocation, diplegia, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, pain, pain in extremity, suicide attempt and tooth fracture with essure. The reporter commented: the patient had to be admitted to accident and emergency several times. She experienced paralysis of the legs with excruciating pain and very difficult to relieve during her last 3 months of menstruation, with completely disrupted periods 15 days and 3 weeks after the cycle until the device was removed on (B)(6) 2019, when she underwent a bilateral salpingectomy and amputation of the uterine horns by laparoscopy due to removal of the essure device with a spring that had migrated into her abdomen. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 04-feb-2020. The most recent information was received on 13-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure device with a spring that had migrated into her abdomen') and suicide attempt ('depression until suicide attempted') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), suicide attempt (seriousness criterion medically significant), depression ("depression until suicide attempted"), amnesia ("memory loss"), dysmenorrhoea ("very painful periods"), menorrhagia ("very heavy periods"), metrorrhagia ("bleeding between periods"), pain ("unexplained pain"), diplegia ("paralysis of the legs with excruciating pain"), pain in extremity ("paralysis of the legs with excruciating pain"), menstrual disorder ("completely disrupted periods 15 days and 3 weeks after the cycle") and tooth fracture ("teeth broke without any explanation"). The patient was treated with surgery (bilateral salpingectomy and amputation of the uterine horns by laparoscopy). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, suicide attempt, depression, amnesia, dysmenorrhoea, menorrhagia, metrorrhagia, pain, diplegia, pain in extremity, menstrual disorder and tooth fracture outcome was unknown. The reporter provided no causality assessment for amnesia, depression, device dislocation, diplegia, dysmenorrhoea, menorrhagia, menstrual disorder, metrorrhagia, pain, pain in extremity, suicide attempt and tooth fracture with essure. The reporter commented: the patient had to be admitted to accident and emergency several times. She experienced paralysis of the legs with excruciating pain and very difficult to relieve during her last 3 months of menstruation, with completely disrupted periods 15 days and 3 weeks after the cycle until the device was removed on (B)(6) 2019, when she underwent a bilateral salpingectomy and amputation of the uterine horns by laparoscopy due to removal of the essure device with a spring that had migrated into her abdomen. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc; after internal review, seriousness criterion hospitalization for events suicide attempt and depression was removed as visits to the emergency room where mentioned for the unexplained pain. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.